Event description:
It was reported that during the index procedure on (B)(6) 2010 a non-abbott stent was deployed in the mid left anterior descending artery (lad), and a non-abbott stent was deployed in the 1st diagonal artery. The patient was discharged on (B)(6) 2010 with aspirin and prasugrel prescribed. On (B)(6) 2011, 416 days post index procedure, the ostial/proximal lad was treated with direct stent placement using a 4.0x12 promus stent with 0% residual stenosis. Post stent deployment, there appeared to be some mild haziness which could have been due to the promus stent impinging on the ostium of the left circumflex artery (lcx) or potential plaque shift with acute closure. The guidewire was subsequently redirected down the lcx and balloon angioplasty was performed in the ostial/proximal lcx to treat the plaque shift and to open any potential stent strut causing occlusion with less that 20% residual stenosis. The event was considered resolved without residual effect on (B)(6) 2011 and the patient was discharged on the same day with aspirin and prasugrel prescribed. On (B)(6) 2012, the patient developed cardiac chest pain and was hospitalized on the same day. The patient underwent a non target vessel revascularization and the event was considered resolved without residual effects. Reportedly, the event is unrelated to the study device, index procedure or antiplatelet medication. The patient was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) no pre-dilatation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product quality deficiency did not contribute to the reported incident. Factors that can contribute to difficulty to deploy (the stent not being fully apposed to the vessel wall) include but are not limited to improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under-sizing of the vessel. To ensure this type of event is not related to a product quality deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement during manufacturing. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment prior to lot release. It was reported that the procedure was performed via direct stenting (no pre-dilatation). It should be noted that the promus everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It is possible that the reported IFU deviation contributed to the reported incident. According to the reported information, it is likely that the mild haziness noted and subsequent patient effects could have been due to the stent impinging on the artery or potential plaque shift. The reported patient effect of occlusion is listed in the promus IFU as a known adverse effect. There is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot information was not reported and the product was not returned for analysis.